Manufacturer narrative:
The complaint received states that after stent deployment the wire lumen separated while the device was in the patient. There are no patient demographics available. The target lesion was iliac artery described as "straight forward." Approach was made for the contralateral groin in an up and over procedure. The physician used a 7fr sheath and a stiff guide wire. There was no difficulty removing the product from the hoop. No kinks or other damages noted prior to inserting the product the product into the patient. The smart control stent was deployed without report of difficulty. However, when the physician tried to pull the sds out over the wire, the wire lumen remained on the wire inside the patient body. The entire device was retrieved, no portion was retained within the patient and the patient is in good condition. One non sterile unit of smart control 10x80 mm was received coiled in a plastic bag. A segment of wire-lumen with 112.5 cm of length was received detached from the catheter outer sheath. The wire-lumen exhibited an elongation of 1.3 cm of length at 10.5 cm from distal tip. Presence of adhesive (dymax) was observed on the detached wire-lumen. Outer sheath was kinked at 2.3 cm from ID band. The proximal hub was cross sectioned in order to inspect it for presence of wire-lumen at hypotube/wire lumen/ hub joint and fragments of wire lumen were found attached to both sides of the hub, which confirm that wire-lumen was properly adhered to the hub. Samples of wire lumen and hub (sectioned) from the complaint unit were sent to the lab to perform ftir analysis in order to confirm the presence of adhesive (dymax) on both samples. The ftir analysis results are the following: "in this investigation report it has shown that same material was found in the two different parts of the catheter (wire-lumen and hub). Moreover ir spectra obtained from the foreign material in both parts is similar in peaks location, position and shape to the reference spectra of the adhesive uv-cured dymax." A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The "guide wire-lumen separated-detached in patient vasculature" reported by the customer was confirmed based on the condition of the catheter as received. However, the cause could not be conclusively determined during the analysis. Product analysis and ftir results confirmed that guide wire-lumen was properly adhered to the hub and that the separation point of the wire-lumen did not happened where these components joint. Procedural factors and the heavy manipulation of the catheter during the procedure may contribute to the failure as reported. The cause of kink on the outer sheath found during visual analysis could not be conclusively determined; however it could be related to the coiled condition of the unit received for analysis. Controls exist through the sds assembly and packaging processes to prevent this type of failure, as well as there are inspections in place to detect them in the sds, reference procedures documented in route sheet # (B)(4). Neither the ftir results nor the product analysis suggests that the failure could be related to the manufacturing process of the product; therefore, no corrective / preventive actions will be taken at this time. The "guide wire-lumen separated-detached in patient vasculature" reported by the customer was confirmed based on the condition of the catheter as received. However, the cause could not be conclusively determined during the analysis. Product analysis and ftir results confirmed that guide wire-lumen was properly adhered to the hub and that the separation point of the wire-lumen did not happened where these components joint. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Procedural factors and the heavy manipulation of the catheter during the procedure may have contributed to the reported failure.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
During the iliac stenting procedure the physician used a 7fr sheath and a stiff guide wire when going over the horn and the smart control stent was deployed without problem. When the physician tried to pull the stent out of the wire, the inner lumen of the stent was left inside the patient body. The device was retrieved and the patient is in good condition. The target lesion was straight forward. There was no difficulty removing the product from the hoop. No kinks or other damages noted prior to inserting the product the product into the patient.